Event description:
It was reported to boston scientific corporation that a trupath prostate biopsy needle was used during a transrectal prostate biopsy procedure in 2009. According to the complainant, the procedure was completed with no patient complications. The patient was prescribed prophylactic cipro prior to the procedure. The patient reported to the physician the following month, stating he was having burning during urination, sweating, and chills. The physician prescribed septra to treat a suspected infection. According to the complainant, the patient's symptoms continued to decline and he was admitted to the hospital for administration of intravenous antibiotics. The patient recovered and was discharged from the hospital after four days.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental MDR will be filed.